Event description:
Our rep is reporting to us that on (B)(6) 2011, the patient underwent a successful acl repair with the use of rigidfix cross pins for fixation. At some point post-operatively, the patient presented with discomfort and lack of mobility. It was somehow discerned that a re-surgery was in order. On (B)(6) 2012, the patient underwent a re-surgery, at which time it was noted that a portion of one or both of the cross pins had broken and was loose in the joint space. The fragment (s) was removed; the original repair was intact so no re-fixation was necessary. The complaint device was discarded at the user facility.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device's failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.